Manufacturer narrative:
The following fields were updated due to additional information: d.9: device available for evaluation: yes, d.9. Returned to manufacturer on: 16-dec-2025, h.3. Device eval by manufacturer? Yes. Investigation summary: bd received 2 samples and 2 photos for investigation. Evaluation of both indicated damaged tubing. Additionally, a visual inspection was performed on 10 retained samples, and no damaged tubing was found. A review of the device history record indicated a quality notification was raised for this issue. However, product was dispositioned according to procedure and lot passed all in-process and final quality checks for lot release. This complaint has been confirmed for the indicated failure mode: damaged (holes in tubing). Bd has initiated further root cause investigation relating to the issue of holes in tubing through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® push button blood collection set, an unspecified number of devices have holes in the tubing. Samples were recollected. There was no other health impact or consequences reported.

Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® push button blood collection set, an unspecified number of devices have holes in the tubing. Samples were recollected. There was no other health impact or consequences reported.